Event description:
Information was received that there was decreased sensing on the device.

Event description:
During a remote follow-up, noise that resulted in oversensing and automatic mode switch (ams) were detected on the right atrial lead. The suspected cause of the event is due to lead damage, although not confirmed. No intervention has been performed. The patient was stable.